Event description:
This lead was implanted on an unknown date and was explanted on unknown date. An email was sent by patient telling that this lead was fractured and was replaced with new one. The physician was unknown as well as health facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).